Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The procedure was performed to treat a 100% stenosed target lesion located in a moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150 mm, 150 cm ranger drug-coated balloon was advanced for dilatation. Following pre-dilatation, a 6 mm shiden hp balloon was also used. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed using another of the same device. There were no patient complications as a result of this event.